Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room with hyperglycemia, being on the verge of diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 782 mg/dl while wearing the pod between 4 and 24 hours. The pod generated an error alert about the pod failing. Symptoms reported include nausea, pain in the shoulder joints and difficulty breathing. The patient was treated with unspecified intravenous fluids and intravenous insulin. The patient was discharged on (B)(6) 2025.